Manufacturer narrative:
D11) concomitant product(s): kit svc bi71000486 motor batt chgr: product number: bi71000486 lot number: unk pcba bi31000172 pfc board 1000: product number: bi31000172 lot number: unk h3): a medtronic representative went out to the site to test the system. It was noted that there were parts replaced and the system preformed as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported the customer noted that the image acquisition system (ias) batteries were not charging even though system was plugged into electrical outlet. It was further noted that photos showed that the power green led indicator on mobile viewing station (mvs) was on but if not on the (ias) side with battery charge leds not scrolling; the ias was power on normally but then automatically initiated shutdown as soon as it reached the 2d screen on pendant. Umbilical cable connector on ias side seemed ok. It was suspected that probable cause was fuses, pfc and line filter on ias side. There was no patient present when this issue was identified.